Manufacturer narrative:
Unable to verify s/w due to blank display. Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display went blank. It was reported that the insulin pump was crack along side the battery. The customer's blood glucose was 5.6 mmol/l at the time of incident. It was reported that the display was not blank at the time of call. The insulin pump was returned for analysis.